Manufacturer narrative:
Correction: manufacturer report 2938836-2015-02335, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that an alert was received via remote transmission, showing the device reached eri prematurely. The battery longevity dropped significantly from the expected longevity observed on last transmission. The device was explanted and replaced.